Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported they had a por (power on reset). They were able to clear the por. Issue was resolved. No patient symptoms or further complications were reported as a result of this event. Additional information was received. It was reported the therapy stopped. It was also reported the por type was warning. It was also noted the patient had a mild return of symptoms. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the por was undetermined.